Event description:
Consumer stated she had used the micro tip toothbrush multiple times and the bristles started to fall out.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.